Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system, for two (2) patients. Patient a: the initial accu tni result was 0.31ng/ml. The sample was re-tested and gave a result of 1.68ng/ml. This sample was then rerun on a different instrument in the customer's lab and results of 1.54ng/ml and 1.59ng/ml were obtained. Patient b: the initial accu tni result of 0.34ng/ml and 0.31ng/ml upon repeat. The sample was retested on the different instrument for accu tni and results were: 0.29ng/ml and 0.28ng/ml. Another sample was drawn from this patient and tested for accu tni and a result of 0.72ng/ml was obtained. It is unclear whether the erroneous results were reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The customer stated that qc was within specifications the day after the event. The actual qc data was not provided. A system check performed on 08/31/2007 partially failed but recovered within specifications when repeated. A field service engineer (fse) was dispatched to the customer lab: the fse performed a system check which met specifications. The fse performed diagnostic and precision runs which did not identify any instrument issues. The fse verified instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.